Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -2.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens was exchanged with a same length different diopter lens on (B)(6) 2023 due to patient request(visual acuity dissatisfaction). This resolved the problem.